Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initated at mako surgical. Evaluation of the returned motors is ongoing. A supplemental report will be filed if additional results are obtained.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system. During the case, the burr motor began smoking. The case was successfully completed.

Manufacturer narrative:
This report has been filed in duplicate. Please refer to MFR report # 3005985723-2015-00173 for investigation results.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system. During the case, the burr motor began smoking. The case was successfully completed.